Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product code: sd800.402. Lot: 224p568. Manufacture date: june 9, 2021. No non-conformances were generated during production of device. Investigation summary: the device was not received. The photo was received. The design investigation was conducted by depuy synthes product development team based on the available product/image and patient information. Design review: the design review of the received scan data and that of the psi device showed that the psi device fits and match the patient scan data and no mismatch could be identified. It was also confirmed by surgeon based on event description. The image "picture 2.jpg" was taken after rework was completed to reduce the volume of device. The complaint condition cannot be confirmed based on available images. The design was completed and verified as per the depuy synthes design instructions and roles. The design of the implant was approved by surgeon based on the data provided. So, no design issues were identified with the implant. Conclusion: the complaint condition was not confirmed for the psi 60*20*40 peek. During the investigation, no product design issues or discrepancies were observed. No definitive root cause could be attributed to this complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgeon has no plans for post-op CT. Intraoperative CT was not performed.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the peek implant being used for a midface reconstruction looked too bulky and big. The surgeon was able to modify the implant using a burr and it fit quite well. The mirroring process was incorrect during planning. There was a one (1) hour delay. This report is for one (1) psi sd800.402 peek implant. This is report 1 of 1 for (B)(4).